Event description:
Two user facility medwatch reports were received. The reports indicated that the "patient had an infusion of ativan running at 6cc/hour and a new bag was hung at 2330 and the pump was programmed for 6cc/hour with a volume to be infused of 80cc. At 0330, the next day, the pump was beeping air in line and the bag was empty, the rate of infusion was still at 6cc/hour and the volume to be infused was at 57.7cc. The settings and empty bag were verified with another nurse. The pump was removed from the patient and another one hooked up. The problem pump was sent to biomed. The patient was not harmed." During testing at the user facility, the device passed testing. Upon further query, the customer contact reported the patient received more medication than intended. The delivery was intended to run over 12 hours; however, the solution container was empty after 3 hours. On in 2006, at 1130, the therapy was resumed using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.